Event description:
N/a

Manufacturer narrative:
Additional information: event site postal code: (B)(6) , contact person phone number: (B)(6). A getinge field service engineer attended to the issue on 26-04-2024. As per the user's complaint, the fse found that sometimes the auto fill completed successfully, while other times it did not work. Further testing was required. On (B)(6) 2024, the fse returned to address the issue from the previous day. The machine was thoroughly checked, and the offset values were kept under observation. The pneumatic system was inspected, and no moisture was found inside the blood leakage detector circuit. The fse entered the service diagnostics mode, observed the pressure and volume, and confirmed some discrepancies. The compressor unit was reopened, and both diaphragms were checked and refitted. All electrical connections to the main board and front board were disconnected and reconnected properly. The offset range returned to working mode automatically. The service diagnostics mode was re-entered, all tests were completed, and the auto fill calibration was found to be within the working range. The system was observed for one hour along with testing the balloon, and it was found to be working correctly. The machine was then handed over to the ctvs department, where the perfusionist checked it further in the fse's presence and confirmed it was working correctly. The machine was handed over to the department in good working condition. No patient involvement was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had an auto fill failure. There was no patient involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected sections: e1(reporter name).